Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (won't power on) was confirmed. Upon investigation the charger would not power on. The cause for the failure was damaged ca and beside board from a smashed charger base. The root cause damaged ca and bedside board was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.